Event description:
It is reported that the lens was explanted due to patient's report of experiencing a severe glare. The incision was not enlarged during explant.

Manufacturer narrative:
The lens was received cut in half. The condition of the returned lens was consistent with the handling of a lens after removal/explant from the eye. Visual inspection of the optic parts took place and no optical deviations could be found. Prior to release to market, the intraocular lens met all manufacturing specifications. The batch record was reviewed and showed no deviations. Halos and glare are a known and labeled side effect of all multifocal lens implants. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.